Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information was received from the health care provider (hcp). The cause of the pump alarm was not determined. The patient first started experiencing the alarm ¿few weeks¿ (from (B)(6) 2016). The hcp noted it was ¿not low alarm.¿ the patient heard (the alarm) twice. Programming was checked; there was no stall alarm. The pump was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative (rep) indicated there was not any activity displayed in the logs that indicated why the critical alarm was sounding. The cause of the single tone pump alarm was "single time was for refill." The pump was refilled. It was unknown what the cause of the dual tone/critical pump alarm was as there was no alarm activity displayed in the pump logs when interrogated. The pump was sent back for analysis.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 10mg/ml at 2.304mg/day and morphine 10mg/ml at 2.304mg/day via an implantable pump. The indications for use were non-malignant pain and lumbar radiculopathy. The patient reported stated there was a pump refill yesterday in the afternoon and then after the patient left the clinic he thought he heard a one tone pump alarm. Per the patient it was every minute for 25 minutes to a half hour (35 min per patient). On 2016-jun-13 additional information received reported that the patient heard the critical alarm and had an increase in pain. The patient went to the office to have the pump checked and nothing displayed in the logs. The healthcare provider read the pump logs to see if the pump stalled but nothing was displayed in the logs. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. The pump was replaced. The issue was resolved at the time of the report. The patient status was noted as alive, no injury.

Manufacturer narrative:
Corrected information: sex ,date of birth . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.